Event description:
This rv lead was implanted on 09/14/2004 and was capped on (B)(6)2016 due to high threshold and other issues. The physician was dr.(B)(6) at (B)(6)hospital. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).